Event description:
It is reported that the pt received notification that her right hip implant was part of the recall. She states that her right hip often stiffens up and she experiences discomfort when lying on her right side. The pt is scheduled to see her physician in late (B)(6) 2012 for eval.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.